Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. It was initially reported that the device was not available; however, the device was received for evaluation. One 8fr angio-seal vip device was received for product evaluation. All accessory components were returned along with the kinked angio-seal device. Visual inspection revealed that the arteriotomy locator and hemostasis sheath were incompletely mated with each other. No outward anomalies were noted with the locator and sheath. The bypass tube was found to be dislodged at the manufacturing slit of the carrier tube. The anchor was fully exposed at the distal tip of the carrier tube assembly. There was a kink noted on the carrier tube assembly. No other visual anomalies were noted. Functional testing was performed and the arteriotomy locator was inserted completely in the sheath. A tactile and audible click was felt and heard. No anomalies were noted. The bypass tube was moved over the anchor manually to set to on its manufacturing position. There was no issue noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that off axis forces were caused when either removing the carrier tube assembly from the packaging or handling of the device during the procedure. The damage to the carrier tube suggests the application of off axis force which could have also led to the expulsion of the bypass tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor noted the angio-seal device had damage at the moment of opening for its preparation. There was no patient injury. Additional information was received on 08oct2019. The doctor noticed prior to surgery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.